Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The evaluation found that the grey removeable foam was not correctly installed. Reinstalled foam correctly. The device passed all testing.